Manufacturer narrative:
There is a possibility of bacitracin used during surgery. The surgeon could neither confirm nor deny its application. Bacitracin is considered ototoxic and the use of bacitracin could be related to the profound hearing loss.

Event description:
The recipient has reportedly lost all residual hearing. Following implant surgery, an unaided air conduction threshold measurement confirmed a significant increase in db hearing level at the measured frequencies.